Manufacturer narrative:
Correction: annex a code. H10: the customer reported the tubing was leaking near the blue connector, and returned one used sample of material 2420-0007, lot 25095715. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water, and the complaint was verified as a slow leak from the lower fitment, in the silicon of the pump segment. The leak was from a small pinhole in the silicon. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The investigation was unable to trace the reported issue to the manufacturing process. The root cause is unknown. There is a potential root cause for this issue that is related to clinical practice. Please refer to the IFU of the product.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking. The following information was received by the initial reporter with the following verbatim: it was reported by customer that the tubing was leaking near blue connector.